Manufacturer narrative:
Product ID: 3889-28, lot# va0pzyc, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had pain with the device on that was resolved with the device shut off; the device diagnosis was a device malfunction. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va0uxz9, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28; lot# va0pzyc; implanted: (B)(6) 2015; explanted: (B)(6) 2019; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0pzyc, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-oct-2018, (B)(4). Product ID: 3889-28, lot#: va0pzyc, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that beginning in (B)(6) 2018, the patient began having increased shocks in their right buttocks that eventually prompted the patient to turn off the device totally. A sacral x-ray showed the lead electrodes were slightly displaced from previously, which further explained the patient¿s symptoms. The therapy was attempted to be programmed around electrode 4, but the patient was still symptomatic. It was noted that the event resulted in an unscheduled clinic or office visit, was related to the device or therapy, and not related to the implant procedure. Diagnostics performed included interrogating the device, which found electrode 4 was not working properly. Interventions taken included explanting and replacing the entire system on (B)(6) 2019. The outcome of the event was noted to have been resolved without sequelae. No further complications were reported/anticipated.